Event description:
During a vaginal cryosurgical procedure, the tip departed from the handle. Slight damage to the tissue occurred with slight bleeding.

Manufacturer narrative:
The subject tip and cryosurgical unit were returned for eval. The tip and unit tested to specification. No damage to the thread of the tip was observed. Separation was most likely due to failing to properly install the tip on the unit.